Event description:
It was reported that during a laparoscopic procedure, air leaked from the outer seal. Only the outer seal was replaced by the one from the new device and it was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the only universal seal of device was returned for analysis. The universal seal was noted conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.